Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.